Event description:
It was reported by service report that the power cord was frayed and had exposed wires on it. The customer could not determine if there was pt involvement or if there were adverse consequences to report.